Event description:
Pts developed perceived thrombo-phlebitis during the past 2-3 weeks. Pts experienced pain, tenderness, and swelling at the insertion site. Two pts went to ER for antibiotic therapy and three are being treated by personal doctors.

Manufacturer narrative:
Observations and testing: received six unused units in sealed packaging on lot number 0048857. Performed a visual/microscopic examination and found no mechanical/physical damage to any of the components. There were no holes, splits, wrinkles or kinks in the tubing. Lie distance on all units were with in the acceptable range. Cannula tip rating passed. The bevel area had the proper bevel cut and the secondary bevel was present. Catheter tip rating passed. Performed penetration and drag test, all units passed within specifications. No foreign matter was observed on any of the units. Using a lab supplied male luer test fitting, performed a water/air leak test, the units did not leak. There was no damage to the package seal. Performed a package leak test, the packages did not leak. Conclusions: the investigation did not confirm for phlebitis. No physical evidence to confirm or to support manufacturing process related issues for the defect. The returned unit did not display any adverse characteristics that would contribute to the reaction described in the incident report. No corrective action taken due to indeterminate cause. (B)(4).